Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: reported problem was unable to be confirmed. No product was returned and no photo was provided. Without the benefit of the product being returned, no evaluation or test methods can be completed to confirm reported complaint. No corrective actions are planned at this time. Based on the lot number provided, the product appears to have been manufactured in july 1999. No DHR available to review.

Manufacturer narrative:
D4: expiration date, UDI number, and h4: manufacture date are not available based on the reported lot number. G5: 510k is blank, the product code is exempt. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the manual irrigation pressure bag manually pressurized to 300mmhg; per the limit on the bag. The "ns" (possible natural saline) irrigation bag exploded within the pressurizer. "Ns" irrigation was erupting from the top of the pressurizer; hitting the roof and landing on the tower in the room and anesthetic machine. "Ns" also landed on the nursing staff but did not land on any patient. There was no patient involvement reported. No patient harm reported. Device is not available for return.